Event description:
It was reported that there was a loss of support on the stirrup assembly.

Manufacturer narrative:
Result - user facility to repair and place back into service.unit was evaluated by engineers at the user facility.